Event description:
It was reported that during an unknown procedure, the device tip came off of the device when they were in the abdomen of the patient. No other information was available from the account. The materials tech was given the device with a short note. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 05/01/2009. Lens broken. Evaluation summary: the analysis results of the b11lt found that it was received with the lens of the obturator broken and detached from the cannula. Complaint was escalated to the applicable franchise CAPA council for review, further investigation determination, and decision on additional action required. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.